Manufacturer narrative:
Concomitant therapies: juvéderm volbella with lidocaine. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: precautions for use "no clinical data is available regarding the efficiency and tolerance of juvéderm voluma with lidocaine injections in patients having a history of, or currently suffering from, autoimmune disease or autoimmune deficiency or being under immunosuppressive therapy. The medical practitioner shall therefore decide on the indication on a case-by-case basis, according to the nature of the disease and its corresponding treatment, and shall also ensure the specific monitoring of these patients. In particular, it is recommended that these patients undergo a preliminary skin testing for hypersensitivity, and to refrain from injecting the product if the disease is active." Undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site."

Event description:
Healthcare professional reported prior to injection patient was pretreated with emla and then injected with 2 ml of unspecified juvederm voluma, 2 ml of juvéderm volift with lidocaine, and 1 ml of juvéderm volbella with lidocaine. After injection patient received post treatment therapy of cooling with cool pads. Six months later patient developed "massive swelling" and formation of nodules at the injection sites. Patient was prescribed decortin and voltaren and swelling resolved. The nodules are still there. This is the same event and the same patient reported under MDR ID# 3005113652-2017-00077 ((B)(4)). This is the first MDR submitted for the first suspect product, unspecified juvederm voluma.